Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with aortic regurgitation after an implant duration of approximately 9 years. The patient was subsequently enrolled in the trial, and underwent an implant of an edwards transcatheter aortic bioprosthetic valve within the subject valve (valve in valve procedure). Case summary indicates that the patient was transferred in stable condition after the procedure.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Without return of device, the cause and nature of the reported aortic regurgitation cannot be identified or evaluated. Regurgitation can be a manifestation of structural valve deterioration in addition to patient related factors and progression of disease. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.